Manufacturer narrative:
(B)(4). Date sent: 11/20/2025. D4 batch #: c9dm40. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked, separated and the mount was noted to be loose. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The moisture indicator was not red. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. Please reference the instruction for use for more information.

Event description:
It was reported that during an unknown procedure the hand activation was not functional. Changed to another device to complete surgery. There was no patient consequence reported.